Event description:
No medical intervention was required to stop the bleeding. The patient's current status is "ok" at the time of report. The event is considered ongoing.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that 2-3 days after placement of a portex® bivona® custom tracheostomy tube, the patient experienced tracheal bleeding. A bronchoscopy was performed, confirming the bleeding, and indicating the bleeding was caused by the "new inserted cannula". When the cannula was removed, the otolaryngologist took the measurements, and found that the outer diameter was 7.8 mm instead of 7.3 mm, which makes it 0.5 mm wider. No permanent injury was reported.